Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the reset process, which successfully resolved the issue as the pump did not display the error code again, allowing the caller to start their sensor session successfully.